Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of three (3) small volume intermates ruptured. The rupture occurred during filling when the intermates had been filled with approximately 60ml of solution. The was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual samples were not available; however, a photograph of the pumps was provided for evaluation. Visual inspection of the photograph revealed that the bladder of all three (3) pumps had ruptured. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.